Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced an event of leakage at site of with an infusion set. Infusion set was used for 1 day. No further information was available.